Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was involved in a motor vehicle accident. She was run over by a van, and it got part of her upper body and went across her groin area. The stimulator was working fine after the accident. The patient had all kinds of x-rays and everything looked fine. At the time of the report, the patient was experiencing intermittent therapy and no stimulation at the time of the report. The implantable neurostimulator battery was ¾ full, and on group a at 7.5 volts. The patient increased to 8.0 volts, but could not feel the difference. Increasing and decreasing the stimulation did not resolve the issue. The patient suddenly stopped feeling stimulation and her back started hurting her. The patient reported that she can usually tell when she lets the battery in her implantable neurostimulator get so low that it shuts off because her back starts hurting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.